Event description:
It is reported that the patient was revised due to an unk reason. During the revision when the femoral head was removed from the stem, the surgeon noticed definite signs of corrosion along the trunnion of the femoral implant with a dark grayish black material staining the trunnion.

Manufacturer narrative:
Information was received via maude report mw5034880. Other device used: catalog #00786401300, tm press-fit femoral stem, lot #61498016. Evaluation summary: neither x-rays nor operative notes have been provided for review. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.